Event description:
This lead was used as an external temporary lead on (B)(6)2018. The physician was dr.(B)(6) at (B)(6)hospital and medical center . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).